Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy worked for the patient since implant of the device ((B)(6) 2013) and never experienced therapeutic effect. The patient did not currently have a managing physician for the device and was provided with doctor listings to discuss having the device removed. There were no further complications reported or anticipated. Information was received from a consumer on (B)(6) 2018 regarding a patient with an implantable neurostimulator (ins). It was reported that the patient did not use her device anymore and wanted it removed. The patient noted the device did not work for what they told her it would do. The patient was transferred to patient services. Additional information was received on (B)(6) 2019 from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that the device was explanted due to lack of efficacy on (B)(6) 2019. It was noted that the device was discarded afterwards and the manufacturer representative (rep) was made aware of the explant after the fact. It was reported that impedance check was performed as well as reprogramming but ultimately the device was explanted. It was noted the issue was resolved at the time of the report and that it would not be replaced by another manufacturer company device in the future. There were no further complications reported/anticipated.